Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any patient consequences? There were no adverse consequences to the patient. How was the procedure completed? No further information is available. Could you please confirm the device's availability? No further information is available. What procedure was being performed? No further information is available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During surgery, when taking out the product from the sterile package, a nurse noticed that the sterile package had been broken, so use was stopped. According to the distributor, it was not sure if the breakage was due to the hospital, or it had been broken before opening the package. However, the hospital did not treat the package roughly, anyway. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/2/2021. Additional information: additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code j772 was received for evaluation, the foil was observed with a hole made from outside to inside with an unknown pointed instrument. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.